Event description:
It was reported that the patient had experienced dizziness and chest discomfort. The atrial lead exhibited noise. A replacement procedure would be scheduled.

Event description:
New information stated that the lead was repositioned on (B)(4) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.